Event description:
During an in-clinic follow-up, high capture threshold, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the electrical anomalies, however, x-ray imaging was performed and did not confirm any lead abnormalities. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.